Event description:
On (B) (6) 2010, patient reported her infusion sets keep bending or coming out. Patient stated when this happens it causes her blood glucose to become elevated. Patient reported there is no outside pressure that could be causing the infusion site to become loose or kink. Patient stated she inserts the sites by hand. Advised on the insertion assist device. Patient reported this has been an ongoing concern. Patient reported she started experiencing the elevated blood glucose today. Patient stated she uses the infusion tubing and insulin cartridge for a week. Advised on proper tubing and cartridge changes. Patient reported she has never changed the infusion adapter. Advised on proper adapter changes. Patient stated she does not have a normal blood glucose range. On call back to patient on (B) (6) 2010, patient stated her blood glucose has returned to normal and the infusion sets are working okay. Product was replaced and requested return of the suspect product for evaluation.